Manufacturer narrative:
Pending investigation. D10: 4789622 188-01-07 - wedge plasma x/o sz 7. 4859112 186-01-56 - integrip cc, cluster 56mm,g3 . 4893051 170-40-03 - biolox delta femoral head 40mm 0d, +3.5mm 4912710 180-65-30 - alteon 6.5mm screw, 30mm.

Event description:
As reported, approximately 6 years 9 months post the initial tha, the patient was revised due to severe osteolysis and poly wear. The poly was in several pieces. No issues with surgery.

Manufacturer narrative:
Based on the available information, the patient meets the following risk criteria for early prosthesis wear and/or osteolysis: implanted with a lateralized liner, combination of largest available femoral head and/or thinnest available acetabular liner was used and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the reported revision due to prosthesis wear and osteolysis may have been a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. H6: corrected health effect, medical device, component, and investigation clinical codes.